Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no damage to the device. A primary audible alarm was found in the event history log. Functional testing was unable to duplicate the reported problem; however, the alarm loudness was found to be at the wrong level. It was determined that the contaminated interconnect board was the root cause. The interconnect board was replaced, and the alarm loudness level was corrected to lv2. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a system failure. Per reporter, the engine was changed for new identical one without success. There was unknown patient involvement.